Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently no plans for explantation have been made. The recipient will be seen again beginning of 2024.

Event description:
Slight fluctuations in hearing perception were noted in everyday life. Also, the user reports a perception of the implant at night when pressure is applied from the pillow. As per new information received in october 2023, the user now perceives a restriction in her hearing performance. The user's hearing with the ci is limited and fluctuating, and most of the time it is too quiet for her. The medical examination showed no signs of a dislocation of the electrode, but the quality of the imaging was not good and therefore an analysis was only possible to a limited extent. The user will be seen again in beginning of 2024.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No further information on possible steps has been received yet.

Event description:
Slight fluctuations in hearing perception were noted in everyday life. Also, the user reports a perception of the implant at night when pressure is applied from the pillow. As per new information received in october 2023, the user now perceives a restriction in her hearing performance. The user's hearing with the ci is limited and fluctuating, and most of the time it is too quiet for her. The medical examination showed no signs of a dislocation of the electrode, but the quality of the imaging was not good and therefore an analysis was only possible to a limited extent. The patient will be given an appointment within the next few weeks to discuss how to proceed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Slight fluctuations in hearing perception were noted in everyday life. Also, the user reports a perception of the implant at night when pressure is applied from the pillow. An appointment is made with the attending physician for a medical check-up.

Event description:
Slight fluctuations in hearing perception were noted in everyday life. Also, the user reports a perception of the implant at night when pressure is applied from the pillow. As per new information received in october 2023, the user now perceives a restriction in her hearing performance. The user's hearing with the ci is limited and fluctuating, and most of the time it is too quiet for her. The medical examination showed no signs of a dislocation of the electrode, but the quality of the imaging was not good and therefore an analysis was only possible to a limited extent. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Reportedly the hearing performance was fluctuating. According to the information received from the field in situ measurements showed several channels fluctuating in an out of hi status likely due to physiological changes inside the cochlea. This is a final report.